Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2014-08446 and 1627487-2014-08447. It was reported the patient was experiencing ineffective stimulation. An sjm representative met with the patient and found multiple high lead impedances. The patient will meet with her physician to discuss possible surgical intervention to address the issue.

Event description:
Device 1 of 3. Reference MFR report #1627487-2014-08446 and 1627487-2014-08447. Additional information received identified the patient's entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.